Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and noticed the cuvette washers were clogged and bent. The nozzle, c4, #1, #4, #5 and nozzle, c4, #2, #3 (rohs) were replaced which resolved the issue. Return testing was not completed as returns were not available. A review of service history for the architect c4000 serial number (B)(6) did not identify any additional erratic or discrepant patient results for the complaint issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the nozzle, c4, #1, #4, #5 and nozzle, c4, #2, #3 (rohs) did not identify any trends. A review of tracking and trending for the architect did not identify any trends for the complaint issue. Manufacturing documentation was reviewed, and no issues were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6)or the nozzle, c4, #1, #4, #5 and nozzle, c4, #2, #3 (rohs) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following data was provided (customer¿s normal range: 1.6 to 2.6 mg/dl): patient 1: initial result = 3.0 mg/dl, repeat = 1.1 mg/dl no impact to patient management was reported.